Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device has a jaw gap and could not be closed fully. Visual inspection also found the jaw overmold was partially missing at the end of each jaw tips. The missing overmold plastic was not returned. The reported condition was confirmed. The investigation found the device jaw could not close properly. The device was not able to make a proper cut due to the device having a jaw gap. The device's rfid data logs were pulled and the logs showed that the device was used 22 different times. The investigation identified the root cause of the reported event to be user error for subjecting the device to multiple uses or reprocessing. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components, which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not cutting sufficiently. No patient involvement. The missing overmold plastic was not returned.